Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the helix of the attempted right atrial (ra) lead would not extend despite numerous revolutions. The lead was removed and replaced. No patient complications have been reported as a result of this event.